Manufacturer narrative:
Device evaluation summary: charger sn (B)(4) has not been returned to zoll. For this reason an evaluation of the charger has not yet been performed. The alleged deficiency (will not power on) will be investigated upon receipt. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective charger. The patient was issued a replacement charger.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's charger would not power on. The patient was issued a replacement charger.